Event description:
It was reported that there was high threshold on the right atrial (ra) lead and x-ray indicated that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 5076 non-defib lead implanted: (B)(6) 2014. (B)(4).